Manufacturer narrative:
The insulin pump had operating currents within specification and the insulin pump passed the basic occlusion test and displacement test. No motor error alarm was noted. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The functional testing could not be complete due to this anomaly. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.

Event description:
It was reported that the customer was hospitazlied on (B)(6) 2014 because she did not have any insulin. The customer stated that her blood glucose level was 400 mg/dl and that she received a finish loading alarm as well as a motor error alarm twice during priming. The customer's blood glucose at the time of admission was 286 mg/dl. The customer stated that she did not think her insulin pump was working. The customer was treated with a manual injection. Troubleshooting for the motor error alarm was done. The customer stated that they were able to complete the rewind sequence. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.